Event description:
It was reported by the health care professional that there was an infection. At the time of this report, no further details were reported. Additional info had been requested and will be provided when available.

Manufacturer narrative:
(B)(4).